Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: returned battery cap is able to fully tighten. Battery cap measures within specifications. A battery compartment crack is observed in thread area. Evidence of moisture contamination is inside battery compartment. Due to moisture contamination pump is unresponsive, no audible tone, no vibration and a blank display with both the returned battery cap and a test battery cap. A leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had intermittent power. During a review of the pump the reporter indicated that the battery compartment was cracked. The reporter indicated that there was no noted moisture inside the pump and the yellow o-ring on the battery cap was no visible at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.